Event description:
I used the icy hot heat therapy air activated patch on my shoulder and received three burns that blistered. I have no permanent injury because of this, but the burn itself was painful. These patches should not be sold, or used if they have this results.